Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident sheath detachment remains unknown.

Event description:
During the procedure, a portion of the sheath detached from the hub and remained in the patient. A snare was used to retrieve the sheath from the patient. Another device was used to continue the procedure.